Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported seeing a power on reset (por) screen on the patient programmer (pp) as of 6-10 months prior to date notified. It was stated that the por message disappeared while on the call, and the patient "thinks" they are still over the correct implantable neurostimulator (ins). Follow up with the healthcare provider (hcp) is to be conducted. There were no patient symptoms alleged. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.